Event description:
It was reported that the pt underwent a lumbar fusion procedure. X-rays taken two weeks post-op appear to show the device migrated. The pt is asymptomatic and is doing well since the surgery.

Manufacturer narrative:
(B) (4). The device remains implanted, and is not available for return to the manufacturer for evaluation. Review of the radiographic image showed a complex fusion attempting to recreate lordosis through l3. A density was noted posterior to spinous processes. We are unable to determine the definitive cause of the reported event.